Event description:
It was reported when using the bd pyxis¿ es refrigerator, the locking mechanism was malfunctioning, and the pocket wouldn't open. The customer reported that the malfunction occurred while the user was trying to issue medication, and the user managed to get required medication from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it did not lock, and the pocket wouldn't open. The technical support specialist (tsc) received an inbound call from the customer. The customer requested to cancel the work order since the issue was fixed at their end. The system functioned as intended after the issue was resolved.